Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and over delivery and they were assisted to emergency medical services. Blood glucose level at the time of the incident was 80 mg/dl which was treated with food. The customer had symptoms such as weakness. The customer alleged that the insulin pump was over delivering as the blood glucose was low. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. The insulin pump will be returned for analysis.